Event description:
Medez 4 stopcock was in place in a central line with milrinone and epinephrine infusing. It was found cracked in the bed post minimal turning to side. There were minimal to no changes in the pt's blood pressure.